Event description:
It was reported that patients wife called because they saw the doctor and the inflatable penile prosthesis (ipp) pump needs replacing as it is not working. He is in pain and there is a "hard pulp" and it's sticking out. He was supposed to have the procedure today but insurance will not cover the procedure. Sales representative will work directly with the patient and wife regarding this issue. No information about the patient outcome is available at the moment. Additional information was requested, however no further information was available.